Manufacturer narrative:
The instrument service history review verifies no subsequent erratic tsh results have been reported since the current issue was identified. The ticket search did not identify any trends for the architect i1000sr. Device history record review did not identify any non-conformances or potential non-conformances. A review of the alinity I/architect ia product monitoring review found no trends of the architect i1000sr with regards to the current issue. The calculated erratic rate for the i1000sr was below the ucl. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or deficiency of the architect i1000sr, serial number (B)(6) , was identified.

Event description:
The customer observed a falsely decreased tsh result generated on an architet i1000sr analyzer for one patient. The plasma and serum results are matching, but when sent to another hospital the result is running higher. The customer¿s normal range is 0.350-4.940 uiu/ml. The initial result = 0.19 uiu/ml, repeated at another hospital on an unknown method = 0.35 uiu/ml. There was no impact to patient management.

Event description:
The customer observed a falsely decreased tsh result generated on an architet i1000sr analyzer for one patient. The plasma and serum results are matching, but when sent to another hospital the result is running higher. The customer¿s normal range is 0.350-4.940 uiu/ml. The initial result = 0.19 uiu/ml, repeated at another hospital on an unknown method = 0.35 uiu/ml. There was no impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.